Manufacturer narrative:
It was reported that the issue occurred while the device was in use. It was reported that the device could still be used, and there was no direct impact on the patient. There was no patient or user harm reported. During the evaluation of the device, fan speed values were out of tolerance. The service engineer (se) reported that the cooling fan was replaced, and the issue was resolved. The system meets the specification for the service performed and is returned to use.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a cooling fan failure. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported.